Event description:
It was reported this balloon ruptured on the initial inflation at nine atmospheres during an iliac angioplasty procedure. Following balloon rupture, it was noted the balloon material detached and remained in the pt. The pt was sent to surgery for uneventful retrieval of the balloon as well as completion of the procedure. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."